Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as a defective buffer syringe and ise tubing. The fse replaced the buffer syringe and ise tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high ion selective electrolyte (ise) patient results which include sodium (na), chloride (cl), and potassium (k) patient results for eight (8) to ten (10) patients, on their au5800 clinical chemistry analyzer. The customer repeated the sample and obtained normal results. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.